Event description:
It was reported that the patient presented to the emergency room (ER) with a beeping subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review battery of this implantable device was suspected to be depleting prematurely. This device was replaced and will be returned to boston scientific for analysis. No additional adverse patient effects were reported.